Event description:
Medtronic received a report that an axium coil encountered resistance. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured right cavernous segment of internal carotid artery with a saccular morphology. Aneurysm dimensions: max diameter 4.81 mm and neck diameter 2.66 mm. The patient¿s blood flow was normal. The vessel tortuosity was minimal. The spring coil has a large resistance when it was delivered to the microcatheter port multiple times. The microcatheter entered the aneurysm cavity with the guidewire. The first qc-4-8-3d was delivered to the microcatheter port through the y valve, which had a large resistance. It was delivered several times but it was against the catheter. To prevent accidents, the surgeon replaced it with a achieva's coil, and it was delivered normally this time. Then the surgeon used our company's coils and successfully filled 3 coils. When delivering apb-1.5-4-3d-es and apb-1-3-hx-es, they still could not enter the microcatheter. The surgeon replaced it with a achieva's coil, and the embolization was successfully completed. There were no patient symptoms or complications associated with this event. Ancillary devices: achieva coil.

Manufacturer narrative:
H3: the axium prime coil was returned for analysis. The micro catheter used in this event was not returned. The axium prime coil was returned already detached from pushwire. The axium prime implant coil was found to be damaged. No other anomalies were observed. The axium prime coil could not be used for resistance testing due to its damaged condition. Based on the device analysis and reported information, the customer¿s report of ¿coil resistance/ stuck in catheter¿ could not be confirmed. The detachment of coil and damaged to implant coil likely occurred due to resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.